Event description:
It was reported that a small volume folfusor leaked inside the bag and crystallized. This was observed prior to patient use. The device contained fluorouracil 4600mg in 115ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between july 13, 2023 and july 14, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed fluid inside a yellow bag that contains the folfusor device. The reported condition was verified. However, due to the nature of the provided sample, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.